Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was filling up his reservoir and insulin was coming out of the side. Customer stated that he ended up putting the infusion set on and started giving a burning sensation. Customer changed out the infusion set. Nothing further reported.